Manufacturer narrative:
Correction made to d4: expiration date: 04/30/2025 (previously submitted as ni). Correction made to g1: device manufacturer name: availmed (previously submitted as ecm - availmed s.a. De c.v. - sp021332). H10: the device was received for evaluation. Visual inspection was performed and the valve set connector was received missing from the silicone tubing. Functional testing could not be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was leaking from an unspecified location. This issue occurred during setup. There was no patient involvement. No additional information is available.